Event description:
It was reported that during an autocart procedure the filter broke and the device could not be used anymore. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 complaint allegation is confirmed. One unpackaged abs-10080 thrombinator¿ batch 4079139659 was received for investigation. Visual evaluation found that the 18-¿m filter was detached from the thrombinator system functional testing was not performed as the device was received broken. The most likely cause is attributable to user error applying excessive force during use.